Event description:
Resident was ambulating in this walker. He was able to turn to side in device, lean backwards and pull device over on top of him. He consequently hit his head on the floor resulting in a subdural hematoma.